Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken striated on the anterior. Based on the device analysis the final assessment is: 1.) A striated broken due to surgical damage consist in the use of some surgical tool, 2.) Missing shell due to inconclusive. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.